Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error c-34 with monopolar energy. The customer tried to reboot the system and the integrated electrosurgical generator unit (iesu) but the error persisted. The customer connected the external force triad generator to resolve the issue and continued. The procedure was completed robotically with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during (the power-on test, the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.